Event description:
The user facility reported an 87-year-old male in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support. The md had difficulty inserting impella. Several attempts were made but they were unsuccessful and the insertion was stopped due to a kink in the shaft. An iabp was inserted and the patient was discharged to the ICU without pci. There was no harm to the patient as a result of this incident.

Manufacturer narrative:
The investigation into the delivery issues has been completed. Product was not returned for evaluation. Per the clinical review, the cause of the delivery issue- use was patient condition related because the patient had acute myocardial infarction/cardiogenic shock and tri-vessel lesion. Several attempts were made to insert impella, but delivery was difficult and the shaft kinked.